Manufacturer narrative:
Physio-control further evaluated the customer's device but after additional testing was unable to duplicate the reported issue. The device powered on and off as expected and was able to charge and shock when prompted. No discrepancies with the voice prompts were observed. The device was opened and a physical inspection was performed but no discrepancies were observed. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: physio-control further evaluated the customer's device but after additional testing was unable to duplicate the reported issue.  The device powered on and off as expected and was able to charge and shock when prompted.  No discrepancies with the voice prompts were observed.  The device was opened and a physical inspection was performed but no discrepancies were observed.   The cause of the reported issue could not be determined. The customer was provided with a replacement device. The follow-up medwatch report should indicate: physio-control further evaluated the customer's  device. It was observed that the on/off button needed to be pressed harder than usual to unlatch the device's lid and turn the device on. The device did charge and shock defibrillation energy. The device was opened, and then an internal physical inspection was performed. No discrepancies were observed.  Physio replaced the lid reed switch according technical service update (tsu) 356.  Physio-control has initiated a recall for the reported issue on 05/06/2016.  Reference correction/removal reporting number 3015876-05/06/2016-002-c.  It was determined that the lid reed switch was not from an affected lot; the cause of the reported issue of the device not providing voice prompts could not be determined. The cause of the device's  on/off button needing to be pressed harder to unlatch the lid and to power on the device could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio also observed that the on/off button intermittently did not respond to being pushed. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.